Event description:
It was reported that in 2005, the iabp alarmed (type unk). EKG changes were also noted at this time. Blood was then observed in the helium tubing. The pt went into dysrhythmia, coded, and subsequently expired.

Event description:
It was reported that in 2005, the iabp alarmed (type unknown). EKG changes were also noted at this time. Blood was then observed in the helium tubing. The patient went into dysrhythmia, coded, and subsequently expired.